Manufacturer narrative:
Device was returned and analyzed, allegation was not confirmed based on normal lead resistance measurements indicating all conductors are intact. However, observed both anode and cathode coils are deformed (curled/ stretched/ twisted) near the lead tip - likely explant damage. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
T was reported that this right atrial (ra) lead was explanted as the lead was fractured. The lead was returned and analyzed. No additional adverse patient effects were reported.